Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of dobutamine, and the delivery was started. No further programming parameters were provided. After an unspecified time, the nurse reported the device alarmed proximal occlusion; however, no occlusion was noted. The device was removed from clinical svc. Therapy was resumed using a replacement device. The customer indicated the delay in dobutamine therapy was approximately 10 minutes. Although there was potential for serious injury, there were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is rec'd, a follow-up report will be submitted. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.